Event description:
The device was used during laparoscopic colonic surgery. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.